Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Pump alarmed and therefore failed displacement test. No harm requiring medical intervention was reported. Customer will discontinue the use of the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a rewind anomaly during rewind due to a moisture damage on electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged rewind anomaly confirmed. Exposed to moisture confirmed. Device test failed confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.